Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Multiple products were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2010, patient underwent following procedure: laminectomy with left-sided l5-s1 facetectomy and discectomy for decompression of the l5 nerve root; posterior spinal arthrodesis, l5-s1; posterior interbody arthrodesis, l5-s1; placement of biomechanical interbody device, l5-s1; non-segmental spinal posterior instrumentation, l5-s1; local morselized autograft; morselized autograft; for pre-op and post-op diagnosis of: lumbar disc displacement. As per op notes: ".. A peek cage of appropriate size was then filled with collagen sponge soaked with rhbmp-2/acs. This was placed through the left transforaminal space through the annular opening into the intervertebral space anteriorly and then rotated into a central position.." The patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.